Event description:
Initial reporter indicated that a vns patient had been admitted to hospital for increased seizure activity. It is unknown if the patient's seizures were above or below the patient's prevns seizure rate. The patient had a prophylactic replacement of their vns generator. Manufacturer is pending receipt of the generator for product analysis. Good faith attempts have been unsuccessful to date for information about the patient's seizure events.